Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. This report will be amended when the investigation is complete. Event device code is addressed in the package insert. This event occurred in france and the product was manufactured in france. This is the same event as 3003379990-2007-0035.

Event description:
Allegedly, breakage of an alumina head (short neck).